Event description:
It was reported from the us that during a revision surgical procedure the cup trial wouldn't assemble and when impacting the acetabular liner, the lip cracked. The piece disassociated and the surgeon was able to pull the trial out with a hemostat. Of note, during the implant surgery, an osteophyte was noted near the rim of the cup; however, the physician chose to attempt to assemble the implant. While do so, the liner cracked. Once the osteophyte was removed, and the second liner assembled without any difficulty. There was a minimal delay of five minutes. The patient was reported to be stable after surgery and the surgeon was satisfied. The device will not be returned. The agent was present at the time of surgery. The reported cup trial that wouldn't assemble did not cause serious injury, nor would it if it were to recur. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The actual device was not available for analysis. Eng eval completed on 11/14/2018 by mb. Cat # 104-32-45 = mfg date: 12/18/14; exp date: 12/15/19. Design-related issues: exactech is not aware of any other similar complaint reports involving acetabular. Liners due to intra-operative prothesis fracture since 2014. The frequency of occurrence ranking scale is "very low"; therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot since 2014; therefore, this issue does not appear to be manufacturing related. User-related issues: according to the information provided, the surgeon chose to attempt to assemble the final implant even though the trial liner reportedly did not seat properly due to an osteophyte near the rim of the cup. Once the osteophyte was removed, after the first implantation attempt, the second liner seated properly. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the fractured mcs acetabular liner reported in experience (B)(4) was likely due to an osteophyte that prevented the liner from seating properly. Once the osteophyte was removed, the second implantation attempt with a different liner was successful. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The piece disassociated and the surgeon was able to pull the trial out with a hemostat. The reported cup trial that wouldn't assemble did not cause serious injury, nor is it likely to if it were to reoccur. An investigation was conducted; the fractured mcs acetabular liner reported was likely due to an osteophyte that prevented the liner from seating properly. Once the osteophyte was removed, the second implantation attempt with a different liner was successful.

Event description:
It was reported from the us that during a revision surgical procedure the cup trial wouldn't assemble and when impacting the acetabular liner, the lip cracked. The piece disassociated and the surgeon was able to pull the trial out with a hemostat. Of note, during the implant surgery, an osteophyte was noted near the rim of the cup; however, the physician chose to attempt to assemble the implant. While do so, the liner cracked. Once the osteophyte was removed, and the second liner assembled without any difficulty. There was a minimal delay of five minutes. The patient was reported to be stable after surgery and the surgeon was satisfied. The device will not be returned. The agent was present at the time of surgery. The reported cup trial that wouldn't assemble did not cause serious injury, nor would it if it were to recur. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The actual device was not available for analysis. Eng eval completed on 11/14/2018 by mb. Cat # 104-32-45 = mfg date: 12/18/14; exp date: 12/15/19. Design-related issues: exactech is not aware of any other similar complaint reports involving acetabular. Liners due to intra-operative prothesis fracture since 2014. The frequency of occurrence ranking scale is "very low"; therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot since 2014; therefore, this issue does not appear to be manufacturing related. User-related issues: according to the information provided, the surgeon chose to attempt to assemble the final implant even though the trial liner reportedly did not seat properly due to an osteophyte near the rim of the cup. Once the osteophyte was removed, after the first implantation attempt, the second liner seated properly. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the fractured mcs acetabular liner reported in experience (B)(6) was likely due to an osteophyte that prevented the liner from seating properly. Once the osteophyte was removed, the second implantation attempt with a different liner was successful. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The piece disassociated and the surgeon was able to pull the trial out with a hemostat. The reported cup trial that wouldn't assemble did not cause serious injury, nor is it likely to if it were to reoccur. An investigation was conducted; the fractured mcs acetabular liner reported was likely due to an osteophyte that prevented the liner from seating properly. Once the osteophyte was removed, the second implantation attempt with a different liner was successful.

Event description:
It was reported from the us that during a revision surgical procedure the cup trial wouldn't assemble and when impacting the acetabular liner, the lip cracked. The piece disassociated and the surgeon was able to pull the trial out with a hemostat. Of note, during the implant surgery, an osteophyte was noted near the rim of the cup; however, the physician chose to attempt to assemble the implant. While do so, the liner cracked. Once the osteophyte was removed, and the second liner assembled without any difficulty. There was a minimal delay of five minutes. The patient was reported to be stable after surgery and the surgeon was satisfied. The device will not be returned. The agent was present at the time of surgery. The reported cup trial that wouldn't assemble did not cause serious injury, nor would it if it were to recur. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. H10. Revision was reported under MFR #'s 1038671-2017-00744 & 1038671-2017-00745.